Event description:
The injection site on her abdomen was swollen. [Injection site swelling]. Novofine 30g broken [needle issue]. Case description: this incident does not represent a serious public health threat. Classification of the incident: all other reportable incidents. This spontaneous case from (B)(6) was reported by a consumer as novofine 30g broken and the injection site on her abdomen was swollen (non serious event). It concerns a female, pt, treated with novofine (30g) for "device therapy", from an unk date. Pt height: not reported. In the evening of (B)(6) 2011, the pt used a novofine needle to inject novolin n in the left lower quadrant of her abdomen and the needle broke from the root part. The injection site on her abdomen was swollen. On (B)(6) 2011, the pt went to a local hospital and received a computed radiography and color doppler ultrasound examination. The broken needle was revealed on the left central part of her abdomen which had been penetrated into the skin about 3 cm deep. The dr in the hospital said that they had no experience in handling this kind of case and suggested the pt go to another hospital for treatment. So, the pt went to another hospital, where the broken needle was revealed to have moved to the lumbar vertebrae. The dr thought there would be a risk to perform an operation in the lumbar vertebrae, and suggested the pt undergo surgery in other hospital. At the time of the report, the pt was still hospitalized. The pt stated she has used novofine needles for insulin injections for more than 10 years and the novofine needle in question was unused before the event occurred and she denied any problems with the way of handling. The package box and the remaining part of the broken needle are kept by the pt. The suspect batch number was reported by the consumer. Outcome of the event novofine 30g broken is reported as not yet recovered. Outcome of non-serious event "injection site swelling" was not reported.